Event description:
Customer reported in the ed when the user went to pull the vacutainer out of the blood collection device, the needle and rubber sheath were both pulled off and retained in the vacutainer tube. There was no report of patient or user harm and no report of medical intervention. No further patient/event info is available.

Manufacturer narrative:
(B)(4). The customer report of needle and rubber sheath pulled off could not be confirmed. Customer stated the device was discarded and can not be returned for eval. The root cause of this failure could not be identified.